Event description:
The package looks innocent enough, a warm pad for backache. However, after 4 hrs, back turned extremely red and then had quarter sized blisters. There are plenty of warnings on the package, but reporter feels the blistering of the skin is extreme, is over the top for an over the counter product.